Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm between 37 and 48 hours, the site was red, warm, raised, infected and the blood glucose bg levels rose to 25.4 mmol/l (457.2 mg/dl). The patient visited the general practitioner (gp) who prescribed antibiotics (amoxicillin and erythromycin) to treat the infection. A manual insulin injection was administered to treat hyperglycemia and a new pod was applied.